Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported battery event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
A patient reports their personal diabetes manager (pdm) battery is not holding a charge after being charged to 100 percent. The patient reports their blood glucose level had rose to over 250 mg/dl.